Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 12/10/2014.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/24/2015.

Event description:
According to the reporter: during procedure a distal part of jaw was broken off. Two broken pieced were retrieved from the surgical field. Pieces fell into the cavity and could be retrieved. New one was opened to complete the case with no problem. No patient harm. No bleeding.

Manufacturer narrative:
(B)(4)